Event description:
It was reported that the patient experienced recurrent low glucose when announcing "usual" meals with the ilet system, resulting in a sensor glucose of 40 mg/dl that was treated with oral carbohydrates (apple juice), while announcing a smaller meal appeared to mitigate the lows. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required, and the event was considered a serious injury/illness/impairment. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.